Event description:
It was reported that testing showed that the device has malfunctioned. Even while applying gentle pressure or by moving the dib coil slightly over the implant, no improvement was seen. There was no visible swelling and the edges of the stimulator package could be identified. The pt is continuing to use the speech processor, however, the clinic has been advised to discourage this due to the risk of adverse stimulation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.